Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-04610 for the leveen coaccess electrode system, manufacturer report # 3005099803-2012-00165 for the rf 3000 radiofrequency generator and manufacturer report #s 3005099803-2012-00202, 3005099803-2012-00198, 3005099803-2012-00199 and 3005099803-2012-00200 for the four patient return grounding pads. It was reported to boston scientific corporation that a leveen coaccess electrode system, a rf 3000 radiofrequency generator and four patient return grounding pads were used during a liver radiofrequency ablation procedure performed on (B)(6) 2011. According to the complainant, the patient had a cirrhotic tumor as a result of hepatocellular carcinoma. The ablation site (tumor) was very close to the superior vena cava. As a result, the procedure took place over two long periods of time (1:26 and 1:38). Reportedly, complete ablation (roll off) was achieved and the algorithm was respected. During the procedure the patient was positioned on their side, and the contact between the second pad caused overheating. Subsequently, the patient sustained a second degree burn on her left thigh under one of the pads. A procedure to perform a skin graft is planned in order to treat the burn. Reportedly, the insulation peeled on the leveen coaccess electrode system. A metal needle guide was used during the procedure. No part of the peeled insulation detached into the patient. However, as a result of the electrode damage, the patient sustained a second burn. No information regarding the treatment of the second burn was reported. Due to the event, the procedure was not completed. Despite the burns, the patient's condition was reported to be "fine" post procedure.

Manufacturer narrative:
The reported serial number (B)(4) could not be matched to the reported device (m001262210). Therefore, the expiration and device manufacture dates are unknown at this time. The complainant indicated that the device has been retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-04610 for the leveen coaccess electrode system, manufacturer report # 3005099803-2012-00165 for the rf 3000 radiofrequency generator and manufacturer report #s 3005099803-2012-00202, 3005099803-2012-00198, 3005099803-2012-00199 and 3005099803-2012-00200 for the four patient return grounding pads. It was reported to boston scientific corporation that a leveen coaccess electrode system, a rf 3000 radiofrequency generator and four patient return grounding pads were used during a liver radiofrequency ablation procedure performed on (B)(6) 2011. According to the complainant, the patient had a cirrhotic tumor as a result of hepatocellular carcinoma. The ablation site (tumor) was very close to the superior vena cava. As a result, the procedure took place over two long periods of time (1:26 and 1:38). Reportedly, complete ablation (roll off) was achieved and the algorithm was respected. During the procedure, the patient was positioned on their side, and the contact between the second pad caused overheating. Subsequently, the patient sustained a second degree burn on her left thigh under one of the pads. A procedure to perform a skin graft is planned in order to treat the burn. Reportedly, the insulation peeled on the leveen coaccess electrode system. A metal needle guide was used during the procedure. No part of the peeled insulation detached into the patient. However, as a result of the electrode damage, the patient sustained a second burn. No information regarding the treatment of the second burn was reported. Due to the event, the procedure was not completed. Despite the burns, the patient's condition was reported to be "fine" post procedure. On january 24, 2012, the following information was reported to the boston scientific: subsequently, the patient sustained a 20cm x 20cm second degree burn on the side of her left thigh. The patient had two third degree burn areas on her anterior right and left thigh. The burn on the left thigh was reported to be greater than 2cm. As a result of the damaged electrode, the patient sustained a second degree burn dorsally, around the area of the right ribs.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.